Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and hernia ("other injury(ies) or complication(s) - please describe :hernia") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pneumaturia and body mass index normal. In (B)(6) 2011, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("frequent migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hernia (seriousness criterion medically significant) and complication of device removal ("hernia surgery ( post removal complication)"). The patient was treated with surgery (09aug2017, hysterectomy with bilateral salpingectomy) and surgery (hernia repair surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, migraine and weight decreased had resolved and the hernia, headache and complication of device removal outcome was unknown. The reporter considered back pain, complication of device removal, dysmenorrhoea, dyspareunia, headache, hernia, migraine, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, dyspareunia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Events headaches, dysmenorrhea (cramping), hernia surgery ( post removal complication), dyspareunia (painful sexual intercourse), weight loss and lower back pain, other injury(ies) or complication(s) - please describe :hernia added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("frequent migraines"). The patient will be treated with surgery (surgical removal of the device scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.